Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt) stating that a manufacturer representative (rep) met them at their pain clinic to reset the settings/codes on the patient's implantable neurostimulator (ins). Since then, it has been so much better.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported they were in a lot of pain, which was nauseating, therapy didn't seem to be working, and they didn't feel anything. Patient said the controller showed the controller battery was full and the ins was at 60% for the past 10 days, which patient said was impossible. Patient confirmed a green box was around group c, with program 1 set at 1.6 and program 2 set at 3.0, but didn't feel any stimulation. Patient said they didn't use any other groups. Patient stated this issue seemed to have started right after their last MRI. Agent reviewed they could try to turn up stimulation to see if it would help. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.